Manufacturer narrative:
The vascade vcs was not returned to haemonetics for evaluation. The investigation is ongoing and upon completion a supplemental report will be submitted accordingly.

Event description:
Haemonetics received a medsun report # (B)(4) that indicates a patient underwent an electrophysiology (ep) study with rf ablation to treat supraventricular tachycardia (svt) using the vascade 5f for hemostasis. According to the report the vascade closure device was deployed at end of procedure. The user was unable to remove 2 rvf vascade closure devices from right groin after deployment as they stuck together. The proceduralist said these devices are placed through the sheath into the vessel and there are multiple devices in the vein at once and that is how the two stuck together. Vascular surgery notified and removed devices by vascular surgery by making a 3-4 cm incision and venotomy. No further information was provided. This is report 2 of 2.

Manufacturer narrative:
This supplemental report is submitted in response to the FDA request titled "response required: request to submit corrected supplement report to resolve the issue.". This submission corrects section h10 and includes the associated medsun report number (2302300000-2025-8018) in section "h10: related report number".

Manufacturer narrative:
This supplemental report isbeing submittedto provide the investigation results. The vascade 5f was not returned to haemonetics for evaluation. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. No corrective actions nor impact assessment are required at this time.